Event description:
A malfunction was reported on the pump, identified by malf 12 code. There was no reported impact to the customer's blood glucose level, as the customer declined to answer if their levels exceeded 500 mg/dl. Technical support decided to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump. The customer reverted to an alternate method of insulin therapy.